Manufacturer narrative:
The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bard. The device has not been returned, at this time, to the manufacturer for evaluation. A lot history review (lhr) of rebx2276 showed no other similar product complaint(s) from this lot number..

Event description:
It was reported the connector was leaking. No other information was provided.

Manufacturer narrative:
The initial complaint appeared to be a reportable occurrence. Once the sample was returned the information provided does not reasonably suggest the event may have caused or contributed to a death or serious injury of a patient, user or other person. Therefore this event is deemed not reportable per 21 cfr part 803.

Event description:
It was reported the connector was leaking. No other information was provided.